Event description:
The customer reported that the left monitor was not working. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. As a precaution, all boards, connectors and cables were reseated. The system interface pcb was replaced. The system was tested and found to be working as intended and put back into service.